Event description:
Caller reports pt tested 7.1 inr on the coaguchek s system and 1.1 inr on a comparison lab. Coumadin held for two days based on device result. No adverse event reported. Requested return of suspect system; however, strips are not available for return. Replacement sent.